Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿do not remove or add insulin from a filled cartridge after loading onto the pump.¿

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose ranged from 183-269 mg/dl. Reportedly, customer removed insulin during pumping and/or outside of the load sequence. Tandem's technical support educated customer on cartridge labeling. Reportedly, the pump supplies were changed to address the issue. The customer reverted to manual injections for insulin therapy.